Event description:
Per the audiologist's report, this patient developed a skin flap infection 4 months post-implantation. The infection did not resolve after repeated drainage and flap grafting (dates unknown). His surgeon explanted the device in 2006. A reimplant, surgery is planned in the future, but is not scheduled at this time.